Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 423 mg/dl. Customer declined to troubleshooting for high blood glucose. No further details given regarding hyperglycemia. Customer reported that her infusion set's adhesive was not sticking. Insulin pump will not be returned for analysis.